Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Event description:
A complaint was received regarding a tego® connector that experienced air in line and leakage. The reporter stated that they had encountered large air leak into blood circuit, requiring circuit / dialyzer change. It was also stated that there was 400 ml blood loss. The event date occurred on 20-mar-2025. Thus, there was patient involvement, unknown human harm and unknown delay in therapy reported.

Manufacturer narrative:
E1: this complaint was received through: (B)(6). The investigation is pending completion.